Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user passed out at a restaurant and the paramedics were called. Upon arrival the paramedics performed a blood glucose test with their meter and the result was 40 mg/dl. Glycerin tablets were administered and the end user was transported to the ER. While in the ER she was given an IV with glucose to assist in raising her blood glucose level. After 5 hours in the ER the end user was discharged with a blood glucose of 82 mg/dl and instructed to rest and ensure that she eats all her meals accordingly. No additional details were provided in regards to this medical event.